Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet zimmer biomet tmj system right narrow mandibular component - catalog #: 01-6550 lot #: 121950a, zimmer biomet tmj system small right fossa component - catalog #: 24-6562 lot #: 205470a, tmj system left narrow mandibular component - catalog #: 01-6551 lot #: 188400a, tmj system small left fossa component - catalog #: 24-6563 lot #: 223520b. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00118, 0001032347-2022-00119.

Event description:
It was reported that the patient underwent a revision approximately eleven (11) years post-op due to an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided for the screws. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.